Manufacturer narrative:
Device will not be returned. If additional information becomes available , it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that the patient was being revised because the plate broke due to non union of the bone.

Manufacturer narrative:
The reported incident of the plate breakage could not be confirmed, since the device was not returned for evaluation and it was not possible to ascertain from the pre-operative x-rays provided. Based on the currently available information, there was no failure of the device. Regarding the pre-operative x-rays provided, there was an evident non-union of the bone, just like related in the event description. The plate didn¿t show any signs of breakage, although it was also observed a slight bend in the plate. However, without any further information, it is not possible to confirm if the plate was bend during the surgery, in order to better fit the bone shape of the patient, or if it was a result of the non-union of the bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient was being revised because the plate broke due to non union of the bone.